Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) went from eleven years remaining to seven years after several months. The patient was in atrial fibrillation (af). Boston scientific technical services (ts) discussed that outputs were high in atrium and left ventricular (lv). Additional information from the field indicated that the device was reprogrammed and the battery life increased from seven years to eight nd a half years. The remote home monitoring system noted that the patient continued to be in af with 2957 atrial tachy response (atr) events since implant and a majority of them since af started. The atr events appeared inappropriate due to undersensing of af leading to oversensing and inappropriate mode switches. The field representative noted that this would also decrease battery life and suggested further programming. The clinic reprogrammed the device to pace and sense in the ventricle to avoid inappropriate mode switching until cardioversion can occur. The cardioversion would be delayed due to unrelated patient complications.